Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('raging periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and dysmenorrhoea ("periods got worse like labor"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, dyspareunia and dysmenorrhoea had not resolved. The reporter considered dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: raging periods, painful intercourse, periods got worse like labor and reporter information were updated. Event medical device removal deleted and surgery added to menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('raging periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("periods got worse like labor") and nervousness ("my hormones may be a little elevated, I am nervous") and was found to have hormone level abnormal ("my hormones may be a little elevated, I am nervous"). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2015). Essure was removed. At the time of the report, the menorrhagia, dyspareunia and dysmenorrhoea had not resolved and the nervousness and hormone level abnormal outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia and nervousness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received - plaintiff mentioned that she had the hysterectomy scheduled for (B)(6) 2015, so her hormones may be a little elevated, she was nervous. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'll be 2 weeks post op hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.